Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was closed by the scrub tech then when the surgeon inserted through the trocar the device would not open. The device was not stuck on tissue nor was the device fired on tissue. The surgeon was able to pull out the device through the trocar without issues. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Premature sled movement. The rep noticed the staples were discharged at the proximal end and the stroke indicator was stuck between 0 and 1. The rep demonstrated for the surgeon how to open the device after the procedure then placed the device back into the closed position. The ec45a device was received for analysis with no visual non-conformances and with a blue cartridge reload present. The cartridge reload was received partially fired 1/10. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reload was tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed as intended. It should be noted that in order to open a device with a locked cartridge, a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.